Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The ra was also reported to exhibit high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.